Manufacturer narrative:
(B)(4). Updated section: b4, g3, g6, h2, h6, h11. The lot history record review cannot be completed. A ship history was performed to acquire the last 3 recent lots that were shipped to the event site. The three recent lots that were provided are 3000429074, 3000428019, 3000422957. Based on the DHR/lhr review results, there were no ncmrs identified which could cause or contribute to the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not load properly. The tube became bent preventing the seal from loading. Opened up another hsk-3043 to complete case. No patient effects or delays reported.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.